Event description:
The plaintiff's attorney alleged the decedent experienced abdominal pain on (B)(6) 2011 and then on (B)(6) 2011 experienced two cardiovascular events and subsequently expired.

Manufacturer narrative:
This is one event (abdominal pain) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2013-01094, 01095, 01096, 01097.